Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was unable to be interrogated in clinic. Premature depletion was suspected. The patient was not pacemaker dependent. During device replacement, the device was noted to be bulging on one side. The device was removed and replaced. The patient was stable throughout.